Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated/confirmed the customer reported complaint: ¿clip applier difficult to move not firing clips appropriately". The instrument was found to have a loose grip cable inside the housing at the proximal end. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. Probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Intuitive followed up and obtained additional information. All customer can provide is the clip applier was attempted to place a clip on a vessel and would not hold or fire the clip properly. I was not informed if the clip was removed from the patient or not I can say that almost all of our surgeons regularly remove the clip from the body if this event occurs. No patient information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clip applier was difficult to move not firing clips appropriately. The procedure was completed with no reported injury.